Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with mentor memorygel, siltex hpg 700cc on the right side, and smooth hpg 600cc on the left side, silicone breast implants which patient reported pain, tightness,nipples have retracted. Patient consulted with physician and breast mass was found on the right side. As a result patient had the device explanted on (B)(6) 2019. This report is for the right side.